Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon did an air test and there were no bubbles. He then used the ppceea 28 to create an anastomosis. Following the firing, he did another leak test and saw bubbles following the firing. Current pt status: pt now has a temporary ileostomy and two drains. There was an unanticipated extension of the incision by approx 2 inches for the ileostomy.

Manufacturer narrative:
(B)(4).